Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a female patient develop a hospital-acquired pressure injury, deep tissue injury hapi (dti) related to use of the purewick flex. Upon drill down it was discovered they were using briefs over the purewick which was a likely source of pressure and potential functional disruption of the flex. Staff has been instructed to use mesh panties when needed and reinforced every 2 hour check on the device placement. Picture was on the inner thigh of a patient; it has been edited from original picture due to the sensitive nature of the picture but do have it available in a broader perspective if needed. No medical intervention was reported.